Event description:
Initially it was reported by arjohuntleigh representative that lift tipped during use: "the lift was in the bathroom in the same corner as usual. Client walked in the bathroom. When (B)(6) entered the bathroom the client lay on the ground with te lift on top. The lift is pulled to the side, was on the brake. Client searched for grip, she does not see well so she grabbed the lift. She was lying on the ground with the lift all over when we came in. Lift functions well afterwards".

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. When reviewing reportable events for maxi twin we have found a very low number of similar cases (lift tipping during use). There is no complaint trend for these kinds of events. The device was not inspected by an arjohuntleigh representative as per the customer statement: "this was not necessary" - no fault was found that caused or contributed to the reported event: device met its specification. The device was being used by the customer before the pt handling and in that way contributed to the event. It was reported that maxi twin tipped during use onto the caregiver with no resident on the lift. Based on previous investigations, the following factors are considered the possible causes for lift tipping (in line with the incident description form completed during interview with the customer): the brakes were still on while moving the device - this factor is found to be related as it was stated: "the lift is pulled to the side, was on the brake". The lift was maneuvered using other part than the handles, such as mast, motor shaft, boom, sling or resident - could be related as it was stated: "client searched for grip, she does not see well so she grabbed the lift", however it is unk which part was pulled by the user. Obstruction on the floor was present and the lift was pushed towards it directly-found to be not related as 'environment examination' showed "no obstructions". The lift was pushed/pulled sideways instead of the front direction - most likely related as per provided info: "the lift is pulled to the side, was on the brake". The lift was not in good working condition - device examination performed with the customer showed that device condition was good, no fault was found during device examination. Product instruction for use is provided with each device and provides safety instructions regarding maneuvering of the lift: "to avoid the possibility of injury always ensure that: the equipment is used by appropriately trained staff (...)". "Use the driving handles when pushing and positioning maxi twin". "Remember to release the brakes, if these have been applied, before attempting to transport the resident". It appears more likely that the use of the device was a main factor which lead to the incident. When the device is pulled into the desired position with applied brakes, it is possible that the lift will tip over in the pulled direction. As required per iso 10535 a stability test was performed during design phase for maxi twin device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears that the maxi twin was not correctly maneuvered by the user. Please note also that no fault was found with a device that caused or contributed to this event. Additionally no training records for the customer employees were provided. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our eval leads to a conclusion that an use error occurred.